Manufacturer narrative:
Unable to rewind motor unit received on loop pump error 130 due to unlocked motor flex connector noted. Pump was returned for pump error 4 and 53. Format history file analysis confirmed pump error 4 and 53 due to software error. Unit received cracked retainer, minor scratched display window and scratched case. No moisture damage noted on the electronic assembly or on the motor.

Event description:
The customer reported via phone call that they just starting using her new pump and it got caught in the rewind and it was getting stuck at this point and the screen was flashing around and when touched it would fog over. Customer was in consistent clear screen. Customer does not have any new batteries left to see if it works. Customer is going to try using a new reservoir and tubing to see if it works. Customer keeps getting pump errors and it will give them the rewind loop process. Customer went through selftest and it passed. The pump had alarmed multiple errors. The customer¿s blood glucose was in 70mg/dl range at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.